Event description:
New system was being used at the account. The device was removed from its sterile packaging and connected to the patient catheter. The moment cerebral spinal fluid (csf) contacted the csf access port on the patient line, csf leaked out of the access port. Needleless access port had not been touched. The user facility does not prime system prior to connecting to the patient. The evd system was replaced with another sp0223, which functioned properly.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.